Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "a black spot was found inside/onto the tube."

Event description:
It was reported when using the bd paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "a black spot was found inside/onto the tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 07-jun-2022. H6: investigation summary: bd received 4 samples and 5 photographs in support of this complaint. An evaluation of both the photos and the samples was conducted and, the customer's indicated failure mode of embedded foreign matter was observed. Additionally, 100 retained samples were visually inspected, and no embedded foreign matter was found. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.